Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited jumpy impedances on the right ventricular (rv) channel. The rv lead is a non-boston scientific product. The impedances remained within range. Additionally, there was a signal artifact monitor (sam) episode that disabled the minute ventilation (mv) feature. It was also noted that the patient had several magnetic resonance imagings (mris) despite the device system being non-MRI conditional. Technical services (ts) advised monitoring the issue and the device's thresholds. The device remains in use. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv) that is related to intermittent increases in impedance measurements. Additionally, engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited jumpy impedances on the right ventricular (rv) channel. The rv lead is a non-boston scientific product. The impedances remained within range. Additionally, there was a signal artifact monitor (sam) episode that disabled the minute ventilation (mv) feature. It was also noted that the patient had several magnetic resonance imagings (mris) despite the device system being non-MRI conditional. Technical services (ts) advised monitoring the issue and the device's thresholds. The device remains in use. No adverse patient effects were reported.